Manufacturer narrative:
(B)(4): one (1) sp8343 ta insert device was returned for evaluation. The device was evaluated by the product engineer, manufacturing engineer, lead manufacturing technician, and the quality engineer who confirmed the reported failure. Upon visual evaluation of the returned ta insert device, the jaw part was completely separated from the actuating rod. The actuating rod was not broken and in good condition. It was observed that the teeth and sides of the jaw parts were damaged and extremely worn which is an indication the device was subjected to something not intended for use. It is most probable the jaws were snagged or caught on some kind of metal and dragged. This could have occurred in a processing tray or something else that created a metal to metal contact. This type of damage could have weakened the device jaw parts and when the device was in use the jaws most probable popped off during surgery. Since the device was confirmed to be in the customers possession for almost a year the damage to the device occurred within customers care. A review of the device history record did not reveal a non-conformance. The device passed all acceptance criteria for release. Conclusion(s): customer - damage. It was observed that the teeth and sides of the jaw parts were damaged and extremely worn which is an indication the device was subjected to something not intended for use. It is most probable the jaws were snagged or caught on some kind of metal and dragged. This could have occurred in a processing tray or something else that created a metal to metal contact. The damage to the jaws caused the failure to the device. It has been recommended to review the products instructions for use, ifu36-0151 rev a in particular the handling, re-processing, inspection, and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4); device evaluation anticipated but not yet begun. The device was available but not returned at this time. No lot was provided by the customer at this time. If further information becomes available a follow up report will be submitted for this complaint.

Event description:
Medical specialties - broken; the insert came completely apart during surgery, the insert remained in the shaft but the jaws had broken completely off. The surgery was completed as planned despite the delay. Additional information received from customer 08may2017: no patient injury or intervention were noted by the physician or staff. The patient medical status after the event was stable. No objects seemed to be retained. The patient did not require an additional medical procedure such as an x-ray. The procedure performed was gastric bypass. The procedure was completed as planned. Additional information from customer provided (B)(6) 2017:they broke inside the patient and completely fell off once the surgeon removed the instrument from the patient.